Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One r2p sheath and packaging were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. The sheath is fractured 0.6cm from the sheath hub. No other damage or deformities were noted on the sheath. One r2p sheath was returned for assessment, and the sheath is fractured near the sheath hub. The complaint can be confirmed for sheath damage. The exact root cause cannot be determined. The likely cause is the sheath was damaged during removal from the packaging. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: it was noticed that the destination slender started to separate below the hub after pulling directly out of the package. The procedure was a cardiac catheterization.

Manufacturer narrative:
A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical lead. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.